Event description:
Tested back to back on the same device within 10 minutes with the following results: 149 mg/dl, 62 mg/dl, 147 mg/dl, 122 mg/dl, 129 mg/dl, 136 mg/dl, 134 mg/dl. She reports she is unsure if the strip was dosed properly for every test. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.